Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, while using the echelon the device got blocked on the first action with the reload, damaging it as well. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55j45. Additional information was requested and the following was obtained: can you please clarify the event; when the device blocked, was the device able to be fired? During the firing, they didn't specify. Did the device deliver any staples? If yes, were the staples formed properly? No information. If yes, was the staple line complete? No information. Did the device cut? No information. If yes, was the cut line complete? No information. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No information. Can you describe the damage to the reload? Sample was sent. Was the cartridge pan separated from the reload? Sample was sent. Or were staples protruding from the cartridge? Sample was sent. If not, please provide further detail of the damage. No more detail information. The analysis found that one ec45a device was returned with no apparent damage and with an ecr45b cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the cartridge performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.